Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system - controller 2.0: controller / (B)(4) / model #: 1420 / expiration date:04/30/2018, UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 04/30/2017, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller experienced an intentional double disconnect and associated loss of power, and electrical fault alarms. The vad exhibited high watt and vad stop. The controller was exchanged, the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller (B)(4) was returned for evaluation. The hvad pump (B)(4) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the controller revealed bent pins within power port two (2) of the controller. The bent pins did not allow a battery to properly connect to a controller. This is an additional finding unrelated to the reported event. The most likely root cause of the reported event can be attributed to a misalignment between the power port and battery output connector. Review of the controller log files revealed six (6) controller power-ups with their associated motor starts on (B)(6) 2018 starting at 11:07:19. No anomalies were observed during the recorded controller power ups. The controller was without power for 16 minutes and 19 seconds in total. In addition, multiple electrical fault alarms, vad stopped alarms, vad disconnect alarms were logged on april 16, 2018 from controller (B)(4). Three (3) electrical fault alarms were logged starting at 11:02:15 due to an open phase on the rear stator. Log file analysis also revealed multiple reactivation events were logged in the event file due to an open phase on the rear stator. This caused the pump to run on a single stator and likely triggered the subsequent high watt alarm due to the increased power consumption required to run on a single stator. A fourth electrical fault alarm was recorded at 11:07:20 due to the rear stator not being connected. At 11:07:58, a vad stopped alarm was logged indicating that the pump failed to restart after several attempts, which was followed by several more electrical faults, vad stopped, and vad disconnect alarms. As a result, the reported event was confirmed. Of note, it was reported by the site that the patient intentionally disconnected both power sources from the controller. Based on the available information, a possible root cause of these events can be attributed to a disconnection of both power sources from the controller. Based on the available information and risk documentation, a possible root cause of the electrical fault alarms can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. The likely contributing causes for failure to re-start come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, as no actionable root causes were identified. Controller (B)(4). D4: expiration date: 2018-04-30 UDI #: (B)(4). D10: no h3: h4: mfg date: 2017-04-30 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213, 3243 h6 FDA conclusion code(s): 4310, 4315 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller was returned for evaluation. The ventricular assist device (vad) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the controller revealed bent pins within power port two (2) of the controller. The bent pins did not allow a battery to properly connect to a controller. This is an additional finding unrelated to the reported event. The most likely root cause of the reported event can be attributed to a misalignment between the power port and battery output connector. An internal investigation was opened to evaluate bent/damaged pins with controller 2.0. Review of the controller log files revealed multiple controller power-ups with their associated motor starts recorded since (B)(6) 2018 at 16:21:22. Momentary disconnections were observed leading up to a loss of power on (B)(6) 2018. In addition, several electrical fault alarms, vad stopped alarms, and vad disconnect alarms were logged on (B)(6) 2018 on the controller. Three (3) electrical fault alarms were logged starting at 11:02:15 due to an open phase on the rear stator. Log file analysis also revealed multiple reactivation events were logged in the event file due to an open phase on the rear stator. This caused the pump to run on a single stator and likely triggered the subsequent high watt alarm due to the increased power consumption required to run on a single stator. A fourth electrical fault alarm was recorded at 11:07:20 due to the rear stator not being connected. At 11:07:58, a vad stopped alarm was logged indicating that the pump failed to restart after several attempts, which was followed by several more electrical faults, vad stopped, and vad disconnect alarms. As a result, the reported event was confirmed. A possible root cause of the losses of power on 15/apr/2018 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Based on the available information, a possible root cause of the losses of power on (B)(6) 2018 can be attributed to a disconnection of both power sources from the controller, as described in the event details. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. Based on the available information and risk documentation, a possible root cause of the electrical fault alarms and observed reactivation events can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. Based on an extensive internal investigation, the likely contributing causes for failure to re-start come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, as no actionable root causes were identified. Additional products: catalog #: 1420, serial #: (B)(4), device available for evaluation: yes, return date: 12-jun-2018, device evaluated by MFR: yes, dev rtn to MFR? Yes. FDA conclusion code(s): 12, 19. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.